Manufacturer narrative:
Concomitant: product ID 7482-51, serial# (B)(4), implanted: 2007-(B)(6), explanted: 2015-(B)(6), product type extension. Product ID 7482-51, serial# (B)(4), product type extension. (B)(4). Analysis of extension model 7482-51, sn: (B)(4), found no anomalies.

Event description:
The health care provider reported via the company representative that low impedances were measured on the left side electrodes. The pocket adaptor was changed, but the impedances were still low. During surgery, impedances were measured on the left lead and electrode and found to be 19 ohms on electrode 0/2 and 23 ohms on 0/3. Right side impedances were normal. The extension was disconnected and the lead impedances were measured. Impedances were then normal. The extensions were replaced and all impedances were then normal. The issue was resolved.